Event description:
It was reported that during engineering evaluation, it was observed that the motor device had a pin pushed in and displayed an e5 error code. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a pin pushed in and displayed and e5 error code. The assignable root cause was determined to be due to excessive for when inserting the motor. This was further defined as misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.